Event description:
It was reported that a coil was protruding out of the catheter. Vascular access was obtained via jugular vein. A 20mm x 40cm interlock¿-35 was selected and advanced to treat the left ovarian vein. During the procedure, an unspecified 5fr .038 inner diameter catheter was used to deploy the coil and it was noted that the coil detached prematurely inside the catheter. The coil was partially in the catheter and partially in the ovarian vein. A secondary access was attained through femoral vein in order to snare the coil. The coil was removed from the patient. The procedure was completed with another of the same device. No further patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Age at time of event: (b)(60. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).